Manufacturer narrative:
(B)(4) -on (B)(4) 2013, customer reported the outcome for the stage 1 dlk cases. (B)(4): placeholder.

Event description:
Customer reported 2 cases of stage 1 diffuse lamellar keratitis (dlk). Patient had dlk on the right eye (od). Customer treated patient with prednisolone acetate drops. Uncorrected visual acuity (va) on (B)(6) 2013 od was 20/20. On (B)(6) 2012, customer reported the outcome for the stage 1 dlk cases. Date of surgery was performed on (B)(6) 2013, for both patients. Dlk was noticed on (B)(6) 2013, for both patients. Dlk was resolved on both patients. Patient's dlk resolved on (B)(6) 2013. Prednisolone acetate drops were prescribed every hour for 2 days and taper. No loss in vision.

Manufacturer narrative:
Evaluation conclusion: - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support. Amo's clinical development manager (cdm) contacted the customer. Both cases of dlk resolved. No other medical or surgical intervention. No loss in vision reported. Customer increased steroid eye drop use, prednisolone acetate, to every hour for 2 days and tapered. Cdm discussed with amo's medical monitor and informed customer recommend using a stronger steroid eye drop such as pred forte 1%, check air filter in laser suite, and type of gloves used. Customer does not use ansell gloves or powdered gloves and will check filter in laser suite. Customer treated 14 eyes on (B)(6) 2013. No other cases of dlk reported on next surgery day, (B)(6) 2013. Placeholder.